Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed. In addition, insufficient information was provided by the user facility as multiple attempts were made to gather more detailed information regarding the reported event, however, no additional information was obtained. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be supplemented accordingly. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on (B)(6) 2018 alleging that a patient was diagnosed with stage ivb leiomyosarcoma (lms) after undergoing a hysterectomy procedure for presumed benign fibroids on (b)96) 2010 with a bipolar morcellator. The legal document alleges that the surgeon used the morcellator to cut through a tumor and a uterine confined malignancy was released resulting in the spread of tumor cells in the patient¿s pelvis. The legal document reports that on (B)(6) 2017, a pelvic CT scan was performed on the patient which showed a twelve centimeter mass in the patient¿s pelvis. Further testing diagnosed the mass as lms. The patient is allegedly undergoing palliative chemotherapy.